Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic keto acidosis. The customer also reported that, the inpen cartridge was not working. The customer reported a blood glucose value of 400 mg/dl along with the symptoms of confusion, feeling sick, headache, tired, altered vision/vision changes, extremity pain, increased thirst, and urinating constantly. The customer reported hyperglycemic event was treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion) and by emergency room visit. The diabetic keto acidosis was treated with IV insulin drip (intravenous insulin infusion) and by emergency room visit. All other symptoms were treated by emergency room visit. The event involved product(s) mmt-105elpkna. Troubleshooting was performed for hyperglycemic event, and the insulin did not exit after multiple priming attempts and changing the insulin cartridge. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105elpkna was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully retracted. Unable to obtain first bond date, last bond date, and battery percentages due to not being downloaded to looker studio. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.95ozf-in). Inpen passed dialing alignment using dose knob zero alignment gage. Performed leak test and no priming anomaly was noted. Delivered a 2-unit dosage, fluid exited successfully from test cartridge. Battery investigation was performed, and battery measured 2.979 volts. Inpen passed front cap investigation. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Cartridge holder locked in place successfully. Therefore, the customer concern of high bg or cartridge anomaly could not be confirmed. In addition, pink humalog s/n b87341 was returned and was fully tested. No history of usage was recorded in download history review. No inpen anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.